Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert stating that the high voltage lead impedance for the svc-can vector had increased. Recommended a lead integrity test while performing the hvli testing. The physician opted to monitor the patient. The device and lead remain implanted.